Event description:
The hosp reported that during saphenous vein harvesting procedure, the scissors would not open. The surgeon opened another kit to complete the procedure. No pt impact or complications were reported.